Event description:
Additional information received reports the lens was opened and not used due to a complication with the patient. There is no reported issue with the lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system was damaged. There was no reported patient contact and the procedure was completed using a backup lens. Additional information was requested.

Event description:
Additional information received reports the lens was opened and not used due to a complication with the patient. There is no reported issue with the lens.

Manufacturer narrative:
Additional information reports there is no issue with the lens, but rather the lens was not used due to a patient complication. This is no longer considered a reportable malfunction. No additional reports will be filed against this device for this reported event. The manufacturer internal reference number is: (B)(4).